Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Customer reports that tampon material was left behind on the labia after removing the product. Customer reported having burning, itching, bleeding, discharge and pain. Customer went to the doctor who prescribed antibiotics and yeast infection medication. Customer discontinued use of the product and reports improved symptoms.